Manufacturer narrative:
Image review: two intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4, as confirmed on the provided images. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not identified and the valve was used for implantation. During valve deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported that the infolded valve was replaced with a new system, and a pre balloon aortic valvuloplasty (bav) was performed prior to the implantation of the new valve. The device analysis is in progress. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve infolded during deployment. During the deployment at 80% deployed, the valve infolded on the non-coronary cusp (ncc). The valve was removed and replaced. Slightly longer procedure time was reported. Of note, the valve had crown overlap noted on the fluoroscopic load check until node three. A pre-implant dilation was not performed prior to the initial valve attempted deployment. A pre implant dilation was performed prior to the deployment of the replacement valve. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012229264); product type: compression loading system (cls)  product ID d-evolutfx-2329 (lot: 0012229260); delivery catheter system (dcs)  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl in its original box and jar filled with a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; signs of creases were noted. The l1 leaflet was observed to be in the open position while l2 and l3 leaflets were in the closed position. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline; the frame expanded to its full dilation. Multiple bent struts were observed on the outflow frame adjacent to leaflets 1 and 3. One fracture was observed on the waist adjacent to l1 between cells c113 and c122. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.